Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with harmonyca lidocaine in the ¿oval of the face¿ and with juvéderm® voluma¿ with lidocaine in the ¿chin and nasolabial folds¿ and with juvéderm® volift¿ with lidocaine in the ¿white and red upper lip + corners of the mouth.¿ approximately nine months later, the patient experienced ¿granulomas at the injection sites.¿ ¿for 10 days, granulomas appeared on the upper lip and chin. Non-painful. No signs of infection. Infracentimetric except for the one on the chin on the left which is a little larger.¿ no treatment information or symptoms resolution was provided.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, b3, b5, b7, c1, c3, d1, d4, d5a, d10, h4, h6, h8. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professionals (hcp) additionally reported injecting the patient with 1ml of juvéderm® volift¿ with lidocaine in the lips. The patient concomitantly takes "bisoprolol and flecaine." Appearance of granulomas and swelling of the upper lip and chin 9 months after the injection without any identified triggering factor. The patient did not ask for a hyaluronidase injection and the results is fine with the patient. Symptoms are ongoing.the hcp additionally reported that "they believe that the ¿granuloma¿ event is related to juvéderm® volift¿ with lidocaine filler.